Event description:
As reported by physician: "pt with ca of oesaphagus presented with dysphagia. Earlier CT scan had shown big mediastinal mass and aortic infiltration, which made pt inoperable, therefore palliative endoscopic stenting was decided. Endoscopy revealed a stricture at 21 to 32 cm from incisors. Stricture was dilated by cre (balloon) but scope could not be negotiated, therefore 12.8 mm savery was used to dilate the stricture. Scope was successfully negotiated and zebra guidewire was placed in antrum. 15 cm long distal release stent was threaded over guidewire across the stricture, two knots were released out side as recommended in dfu, after confirmation of proper placement under fluoroscope co started pulling the suture, 30% stent got deployed easily and there was a lot of resistance felt and when given force, suture was broken. "Also reported:" as suture gave way, procedure was abandoned and stent had to be removed. After removal of stent blood clots were observed on the shaft. Pt complained of mild chest pain but there was not obvious sign of perforation, as no gas was seen in the mediastinum. In the evening the pt became breathless so had to move to ICU and died early morning on 12/2000. Physician suspects perforation.